Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up; therefore, functional testing could not be performed. A data log could not be retrieved. Due to the condition of the device the reported event of an error icon display could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.